Event description:
It was reported to covidien on (B) (6)2010 that a customer had an issue with a feeding pump. The customer states that the pump caught fire while it was being used on a pt. The staff immediately cut the pump set and submerged the pump in water.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.